Event description:
Customer alleged frame broke about 5" above left rear caster. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Quote #(B)(4) has been issued for replacement. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the frame allegedly broke about 5 inches above the left rear caster. The product is being returned to invacare for an inspection and evaluation. No injury alleged.